Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported a colleague infusion pump with a depleted battery. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. Baxter's review of the device event history determines that this incident interrupted delivery. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This device was evaluated onsite by a baxter field service technician. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a depleted battery alarm. The root cause was determined to be depleted main batteries. The main batteries and harness were replaced to resolve this issue. A follow up report will be submitted if additional information becomes available.